Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review of the presenting the premature ventricular contraction (pvc) were blanked causing the ventricular pacing into t-wave. Technical services (ts) reviewed and recommended programming options. This device remains in service. No adverse patient effects were reported.